Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a keypad failure. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported keypad failure which was reproduced. Evaluation observed the 'options' soft key to be intermittently shorted. The keypad failure was verified. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.